Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump, a new nurse in the ICU was being trained on how to zero the balloon catheter. They were using the fo, but it was disconnected for a short time in order to demonstrate the zero process with the transducer and central lumen. The zero function could not be performed. The button would highlight briefly but quickly disengage and did not complete zeroing. With the fo disconnected, there was an aline waveform, and the central lumen flushed and aspirated. The radial transducer was connected to the pump to rule out a possible transducer issue, but the same result occurred. After reconnecting the fo cable, the pump calibrated successfully. The pump will continue to be used, as it is reported to be working well with the fo cable connected. The patient is stable, and there are no reports of harm or injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions). Corrected fields: b5, d1, d4 (version or model, catalog, UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit, he performed a pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specs, unit passed all functional and safety testes and returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient and while training a nurse, calibration issue occured on cardiosave intra aortic balloon pump (iabp). The system calibrated successfully when reconnected with fo cable. There are no reports of harm or injury to the patient.